Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have been having ongoing issues with patient sample recovery for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on the cobas 6000 c (501) module - c501. Service has been in to address these issues several times. The customer provided an example of one patient sample that had erroneous sodium, potassium, and chloride results. The erroneous results were not reported outside of the laboratory. The sample was repeated on another c501 analyzer and the repeat results were believed to be correct. The sample initially resulted with a sodium value of 122 mmol/l and repeated as 134 mmol/l. The initial potassium value was 3.5 mmol/l, which repeated as 4.5 mmol/l. The initial chloride value was 111 mmol/l, repeating as 100 mmol/l. The patient was not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer could not determine a cause. He cleaned the ise system, then conditioned the system. He attempted to run calibration and controls, but the controls failed. He replaced the electrodes and all ise solutions.

Manufacturer narrative:
The field service engineer determined that there was contamination in the line or a bad vacuum. He flushed the flow path with bleach, primed the system, and changed valves in the ise flowpath. He removed and cleaned the vacuum valve in addition to replacing the ise cartridges and system reagents. No further issues occurred after these service actions. The investigation was unable to find a definitive root cause.